Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l4-5 posterior fusion surgery mixing rhbmp-2/acs with allograft. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of deep infection , lumbar spine , left l4-5 disk space and underwent following procedures: irrigation and debridement , lumbar spine, down to the l4-5 disk space; open bone grafting , l4-5 disk space , using allograft and bmp. Per op-notes, ¿.. The disk space at l4-5 level was curetted and was packed with allograft and bone morphogenic protein ...¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.